Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range pacing impedances measuring greater than 2000 ohms. Additionally, it was noted there was oversensing which resulted in pacing inhibition however, it was less than two seconds. Subsequently, the lead was surgically abandoned and replaced successfully. No additional adverse patient effects were reported.